Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain. It was reported that a couple years ago, the patient heard an alarm ("beep") when the pump was low and "alarm date was due". No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp reviewed pump telemetry going back to 2012 and could not locate any evidence of activation of low reservoir alarm activated. No further complications were reported.